Event description:
Update (B)(4) 2013: dor; ion level info; clinical correspondence.

Event description:
Confirmed revision of pinnacle implants. Reason not provided, revision date confirmed. Left side revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of reported devices was not possible as they were not returned. Reason for revision was not provided and therefore no conclusions can be drawn. Further information regarding this report was not made available to customer quality. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusions with the information. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint has been reopened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI:(B)(4).

Event description:
Patient was revised to address severe rise in cobalt and chromium levels and some fluid on MRI scan.

Manufacturer narrative:
Information received from (B)(6). Confirmed revision of pinnacle implants. Reason not provided, revision date confirmed. Left side revised. Doi - (B)(6) 2008 dor - (B)(6) 2012 update nov 29 2013 - reason for revision - 300% increase in metal ion levels. Liner and head exchanged to ceramic head and poly liner. Confirmation of dor received - 9 september 2012, metal ion level information & clinical correspondence received. Further request made for patient x-rays. Update 7 january 2014 - disc containing xray images received. Will be sent to warsaw today. Update oct 18, 2017: pinnacle spreadsheet received: patient was revised to address severe rise in cobalt and chromium levels and some fluid on MRI scan. Updated date of revision and surgeon. This complaint was updated on nov 14, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Information received from (B)(6). Confirmed revision of pinnacle implants. Reason not provided, revision date confirmed. Left side revised. Doi - (B)(6) 2008 dor - (B)(6) 2012 update nov 29 2013 - reason for revision - 300% increase in metal ion levels. Liner and head exchanged to ceramic head and poly liner. Confirmation of dor received - 9 september 2012, metal ion level information & clinical correspondence received. Further request made for patient x-rays. Update 7 january 2014 - disc containing xray images received. Will be sent to warsaw today. Update oct 18, 2017: pinnacle spreadsheet received: patient was revised to address severe rise in cobalt and chromium levels and some fluid on MRI scan. Updated date of revision and surgeon. This complaint was updated on nov 14, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.